Event description:
It was reported that the reinfusion lever on the cbc ii unit would not release and allow the 800ml of pt blood to flow into the blood bag. As a result, the pt blood was disposed and the pt received a blood transfusion with blood from the blood bank.

Manufacturer narrative:
The cbc ii unit was not returned to the manufacturer for evaluation. Based on previous sample evaluations, the alleged failure was most likely the result of a broken plunger. Without having the actual device available for evaluation, the condition could not be confirmed. There have been no similar failures reported on this particular batch and lot.